Event description:
As reported md found piece of valve from the sheath in the pocket prior putting device in pocket. The md never saw the piece fall into pocket during the peel away process.

Manufacturer narrative:
Review of the manufacturing records did not reveal any discrepancies that would have contributed to this event. The investigation revealed that the failure mode could not be recreated and that the cause is possibly due to operational context. This is the first occurrence in at least the last 3 years for this failure mode, and the event is an isolated occurrence. No corrective actions necessary.